Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral grade IV capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent a primary breast augmentation with a 300cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) experienced postoperative bilateral grade IV capsular contracture, left-sided rupture, and suffered several unexplained systemic symptoms, including breast pain, back pain, and acne. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal without replacement on (B)(6) 2019. The left-sided rupture was confirmed upon explantation. This report is for the right prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : the device was visually inspected, and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).